Manufacturer narrative:
Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported during a benign hysterectomy surgical procedure, the 8mm mega needle driver instrument failed while being in the patient. No injury or incident was reported.